Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer was not working. The clinic claimed that the programmer was giving shocks. The programmer was returned to sjm for analysis.